Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury appears to be due to user technique. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. A mitraclip xtw (30801r1055) was implanted. Another mitraclip xtw (30801r2057) was selected for treatment, but while grasping the leaflets, a rupture of the posterior leaflet was observed. The posterior leaflet rupture was caused by the second clip. The clip was removed from the patient. The first implanted clip was stable on both leaflets. The procedure was completed with one clip implanted. The mr remained at grade 4. No additional information was provided.